Event description:
I had the essure device implanted in (B)(6) 2010. Ever since I had them, I've been having many health issues since. Lower back pain, painful cramps, longer, heavier and unpredictable menstrual cycle, recurring uti, pelvic pain, sharp pain in lower abdomen, bloated stomach, headaches, acne, recurring bacterial vaginosis, heart palpitations and loss of sex drive. Dates of use: 3 years. Diagnosis or reason for use: permanent birth control.